Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip. Moisture damage was found on the electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she jumped into the pool wearing the insulin pump. Blood glucose value was 146 mg/dl. During troubleshooting, she confirmed that the insulin pump was not dropped and did not have cracks but she could see fluid under the screen. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.